Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, while inserting prior to cross the lesion, the balloon was noted to be broken the device was removed without issue and the procedure was completed with a new 2.5x12mm emerge balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Photo media was attached in complaint record. The device was visually and microscopically examined. At 56cm, and 58cm from the strain relief, the hypotube was kinked. There was a separation of the hypotube 59.4cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. At 5cm distal form the separation, there was a kink in the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Photo media depicted the sizing on the hub, and blood to the device. There was a hypotube separation near the middle of the device and three hypotube kinks within proximity to the hypotube separation. Media review aligns with what was seen in analysis and confirmed the reported event. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, while inserting prior to cross the lesion, the balloon was noted to be broken the device was removed without issue and the procedure was completed with a new 2.5x12mm emerge balloon catheter. There were no patient complications reported.